Event description:
Imaging tech was getting contrast ready to be administered to a patient via power injection. They noticed something abnormal in the contrast and pulled the power injector cylinder off and opened a new kit and new contrast. He noticed the debris when the contrast started going into the cylinder, but he did not notice if it came out of the cylinder or out of the contrast bottle. Both items were pulled and saved. The contaminate is a small white piece of plastic. The contrast solution is isovue 370 bracco diagnostics